Event description:
Approx two years ago, the pt received a cypher stent in the right coronary artery. During the procedure, the pt also received a bare metal stent in the circumflex. The pt now presented with an acute myocardial infarction. The pt was treated with angioplasty and received a 3.5 x 20 taxus stent. Pt is in stable condition and has not been discharged. The sales rep noted that the pt had recently stopped anti-coagulation meds. The pt was taken off aspirin and plavix because he was going to have a colonoscopy.